Event description:
The consumer reported accidental exposure to the binaxnow covid-19 self-test reagent on (B)(6)2023. Per the consumer, she accidentally mistook the reagent for her medicated eye drops and added two drops to each eye before realizing her mistake. The consumer did not report any symptoms or serious injuries to her eyes at the time of the call. The consumer was informed via phone to contact poison control for further assistance. Additionally, technical services provided a follow up email later the same day and advised the consumer to flush her eye with water, seek medical advice if any irritation occurs and provided the binaxnow covid-19 reagent safety data sheet.

Manufacturer narrative:
A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer to seek medical advice if any irritation occurred. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. H3 other text : single use; device discarded.